Event description:
Customer reported an issue with the gas module 3, which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced multigas and o2 analyzer assembly. Tested, calibrated, and safety checked unit to factory specifications.